Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the heavily calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation failure. Manipulation of the device resulted in the noted kinked sheath likely contributing to the reported activation failure/noted premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the distal superficial femoral artery measuring 6.0-6.5mm. Pre-dilation was performed with an unspecified 7mm balloon. The 6.5x200mm supera stent delivery system (sds) was advanced through a 6fr long sheath. The thumb slide was pushed without issue yet the stent was partially deployed. The delivery system was removed under fluoroscopy with no issues and another supera sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.